Event description:
Reporter called stating he had been receiving repeated er1 messages. Technique may be suspect according to reporter. Blood glucose readings range from 160-220 mg/dl normally. Reporter does not have an affected meter. Co reviewed technique and other possible reasons reporter may have been getting the er1 messages.